Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported "patient arrived for 5fu disconnect on (B)(6) 2021. 5fu dosifuser bag noted empty, via rcw mediport. Upon flushing huber needle with 10ml ns prior to removal, saline ejected from what was discovered to be a crack at the base of the access port closest to the chest. Crack made it impossible to check for blood return as well as safely flush without pushing chemo or saline out. Patient confirmed there had been no saturation so crack is most likely to have occurred after infusion had completed, luckily." No other information was provided.